Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2011, the ankle was fixed using the tenxor system. Afterwards, the pt felt pain and the surgeon confirmed the tenxor system wire posts broke. Therefore, the surgeon removed the wire and wire posts.